Event description:
It was reported by the physician that the device allowed the patient's rate to drop unexpectedly low. The physician was unable to determine the exact rate however, has requested the device is analyzed in order to rule out a device issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).